Manufacturer narrative:
Information contained in this report was previously submitted through asr on 15/apr/17. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening, fold creases. Leak test was performed which identified leakage per brown particles, these particles were not removed and, subsequently, a microscopic analysis was performed which identified particle leakage. Also, a microscopic analysis identified: wear abrasion, a curved smooth opening on radius side in the same location of crease assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is particles on fill channel assessed as particle leakage and a crease smooth opening assessed as fold flaw opening.

Event description:
Patient reported a left side deflation. Device was explanted.